Event description:
The customer reported there was a reading paddles were bad. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported there was a reading paddles were bad. There was no reported pt involvement. The customer later confirmed the pads cable failed during testing. The pads cable was replaced and resolved the issue. The customer did not have any more info. We will consider this a malfunction of the pads cable where there was a reading showing paddles were bad.